Event description:
Per md, perclose "closer" device would not advance over wire in to correct position in right femoral artery. Company rep. Here and advises to depress plunger, but was short of target. Device withdrawn. No adverse affects.